Event description:
It was reported, the pt's ipg had high impedances. Diagnostics showed that all impedances were high. The sjm rep attempted to reprogram around the impedances but the pt was unable to feel stimulation. A surgery of the lead is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.